Event description:
During the index procedure two in.pactadmiral drug eluting pta balloon catheters were used in the left sfa(l-1). Approximately 19 months post the index procedure, the patient underwent revascularisation to the left sfa (l-1) to treat 80% stenosis. Non medtronic pta were used. Investigator assessed that the event was not related to the study device, procedure or drug. Event is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated that the previously reported tvr was device related but not procedure or drug related.